Event description:
The customer reported experiencing frequent low blood glucose events. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. In response, the customer consumed carbohydrates during each event, assisted by their husband, and did not lose consciousness or sustain any injury. Technical support identified a discrepancy in the customer's personal profile settings and recommended consulting with a healthcare professional to address potential factors affecting blood glucose levels. The customer acknowledged this advice and plans to follow up with their healthcare provider.